Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited low pacing impedance, episodes of noise and possible insulation damage. No intervention was performed. There were no patient consequences. The patient will be further monitored.